Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2010, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt3420/8494929, tgt4015/8430673) and a gore introducer sheath with silicone pinch valve (ts2430/06734744) to repair a thoracic aortic aneurysm. The sheath was inserted to right side of the patient, and the tag devices were inserted through the sheath and deployed at the intended position with no reported issues. It was reported that during the procedure, stenosis of the right external iliac artery was observed. The stenosis was reportedly procedure-related. The physician elected to monitor the patient, and concluded the procedure with no other reported issues. The patient tolerated the procedure. On (B)(6), 2010, the patient was discharged. On (B)(6), 2011, follow-up imaging revealed that the stenosis of the right external iliac artery remained. On (B)(6), 2011, the patient received an additional endovascular procedure to repair the stenosis whereby a bare metal stent was implanted in the right external iliac artery. On (B)(6), 2011, follow-up imaging showed that the stenosis was resolved. Subsequent follow-up imaging found no reported issues. No further information is available.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.